Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information a manufacturing defect has been detected in coloplast pediatric urinary catheters before use. The guide wire protrudes from the tip of the catheter.